Event description:
It was reported that the patient received inappropriate antitachycardia pacing. Upon device interrogation, the implantable cardioverter defibrillator exhibited inappropriate programming settings that did not properly diagnose the patient¿s atrial fibrillation. The patient presented in clinic on (B)(6) 2017 and their device was reprogrammed. The patient was in stable condition post reprogramming.